Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display anomaly or discoloration anomaly on lcd window noted during test. Insulin pump received with cracked minor scratched on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was over 200 mg/dl. The customer's wife reported that the pump screen was faded and hard to read. It was reported that there was a discoloration to the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.